Manufacturer narrative:
Concomitant medical products: 4068-45 lead, implanted (B)(4) 1997.

Event description:
It was reported that the right ventricular (rv) lead had high impedance that was undefined and was confirmed to have a subclavian crush fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.